Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l45522, implanted: (B)(6) 1997, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and other non-malignant pains. It was reported that the patient is scheduled for a revision on (B)(6) 2018. The patient stated that the hardware has been there since 1997. The patient stated that they are getting a new system, but they are unsure what system it will be. The patient reported that their leads had come loose and the patient stated that a manufacturer's representative (rep) checked the device and the leads were checked. It was determined that the leads were not functioning. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that he was supposed to have the device replaced on 29-may-2018 but that didn¿t happen because his potassium level was too low. The patient stated he was getting weaker and weaker which started in february when the wires came loose. The patient noted he was told to keep it charged up but each time he charged it got worse. The patient mentioned that three leads had come loose and they were going to upgrade to 16 leads. The patient had been put on high dose potassium medication and had gone in the day before to have his level checked.

Event description:
It was reported the healthcare provider (hcp) ¿put new leads in patient¿s back on (B)(6) 2018, they took the old leads in be cause the y could not pull them out, and put another lead in spine which was a 16 lead and doctor did that, and representative was there. Patient stated the reason they needed this lead changed ¿because the old wires were rotting and old¿, and this was noticed ¿back in 2018 sometimes in (B)(6)¿. It was mentioned lead issue first notice on (B)(6) 2018 and lead replaced was occurred on (B)(6) 2018. No further complication and no symptoms were reported. (B)(6) 2019 crts (B)(6) (con): additional information was received from the patient. The patient wanted to answer the questions from the letter sent to them. They stated that the lead trouble started in (B)(6) 2018. They stated they could not get he old lead out and it was giving the patient some trouble but not that bad. They stated the leads had been implanted for 20 years. They provided their weight at the time of the event. The patient later called back and stated they had been given a new ins recharger (insr) after the revision and since then it was taking them longer to charge the ins. They mentioned that they repositioned the ins when they revised the lead. A replacement insr antenna was sent. The patient was advised to have the ins checked if the antenna did not help the poor recharge coupling. No patient complications were reported as a result of this event. 2019-mar-19 crts: additional information form patient was received. Patient stated he did receive the new recharger antenna, the new recharger antenna was charging up the ins 3 times as faster than the previous recharger antenna. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated the old lead could not be removed. The manufacturing representative (rep) told the patient that the lead was enlarged and had a lot of scar tissue. It has been in place for 21 years so the rep suggested the surgeon leave it in place. The patient's weight on the day of the surgery on (B)(6) 2018 was (B)(6). No further information was reported.